Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h5, h6 (type of investigation, investigation findings, investigation conclusion), h8, h11. A getinge field service engineer (fse) evaluated the unit and it seemed there was no recognition issue with the optical sensor. When visiting the hospital the situation was confirmed when the incident occurred. An investigation within the hospital revealed that the cause was due to the way it was used. There was no problem because the patient was notified of the electrocardiogram and arterial pressure signals via external input. We checked the device itself and confirmed that the optical sensor could recognize the device, and the incident did not occur again. We explained the situation to the customer, and they agreed to wait and see how things went.

Event description:
N/a.

Event description:
It was reported by the customer that during patient use, no arterial pressure waveform was displayed in the cardiosave intra-aortic balloon pump (iabp) when they moved the patient to the ward and inserted the optical sensor cable into the pump. They also had looked at the selectable arterial pressure sources, but only external and transducer could be selected, not the optical sensor. They had no choice but to have the patient go up to the ward with only an ECG, and since they were using an 8fr sheath from another company, they were able to take arterial pressure from the side port of the sheath, so treatment could continue with a direct ECG and external arterial pressure. There was no harm to the patient.

Manufacturer narrative:
Due to character limitation in e1: full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.